Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel perforation and death occurred. Vascular access was obtained via the right and left femoral artery. The severely calcified, chronic total occlusion was located in the proximal right coronary artery. This crossboss device was selected; however, repeated stall alarm occurred during platforming and the patient became unresponsive during the procedure and went into cardiac arrest. The CT surgeon was notified, code procedures followed and ECMO was started. The patient was brought ¿emergently¿ to the operating room, but expired several hours later in the operating room. There was a perforation noted in the proximal rca and there was extensive blood loss in the abdominal cavity.